Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the resolution and root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that a red call doctor icon was generated when this patient attempted to perform a patient initiated interrogation. The message indicates a potential problem with the implanted device was detected; however, the communicator cannot send any information collected from the implanted device to the clinician website. The physician instructed the patient to contact latitude technical services for troubleshooting assistance and to request a cellular adapter. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the resolution and root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided. A boston scientific technical services consultant provided additional information that no calls have been received from the communicator and there has been no additional interaction with the patient and clinic. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that a red call doctor icon was generated when this patient attempted to perform a patient initiated interrogation. The message indicates a potential problem with the implanted device was detected; however, the communicator cannot send any information collected from the implanted device to the clinician website. The physician instructed the patient to contact latitude technical services for troubleshooting assistance and to request a cellular adapter. The device remains in service and no adverse patient effects were reported.